Manufacturer narrative:
Date of post-operative device breakage is unknown. This report is for one (1) unknown 5.0mm titanium locking screw. Without a valid part and lot number, the UDI is not available. The original implant procedure took place on an unknown date in (B)(6) 2015. Only a portion of the broken screw was removed during the revision on (B)(6) 2015. Per facility, the complainant part is not available for return. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 to remove a portion of a broken screw from the tibia. The device was implanted during the original procedure on an unknown date in (B)(6) 2015. During a standard follow-up appointment, a breakage in the screw was discovered. Only part of the screw was removed on (B)(6) 2015; the other part remained in the bone to continue assisting in healing. A bone graft of the fracture site also took place. The procedure was completed successfully. No additional information regarding patient outcome was available. This report is for one (1) unknown 5.0mm titanium locking screw. (B)(4).